Manufacturer narrative:
This follow-up report is being filed to report additional information and correction. Unknown tibial tray, unknown articular surface, and unknown stem extension.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Implant date - 2013. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2016-04599 and 0001822565-2016-04600).

Event description:
It was reported that the patient alleged to left knee shin pain three years post implantation. No additional information provided.